Event description:
After use of the device for a cardiopulmonary bypass procedure, the user reported that the occluder cap was broken. There were no reported adverse consequences to the pt.

Manufacturer narrative:
Eval in progress, but not yet concluded.